Event description:
Pt intubated - unable to ventilate and increase oxyten saturation. Pt re-intubated, unable to ventilate and increase oxygen sat. Pt re-intubated - unable to ventilate properly to oxygenate. Pt bradycardic, mouth to tube ventilations given and oxygen with ambu bag. Machine reassesed and inspiratory valve stuck closed allowing oxygen flow not to reach pt.